Event description:
During a routine postoperative clinic visit in 2009, the attending orthopedic surgeon identified by a routine radiology exam, the presence of a metallic object in the popliteal fossa region of the patient's left knee. It was suspected that the metalic object was part of a vanguard dcmps tibial bearing. Surgery was performed the following month, which verified the object to be a vanguard posterior stabilizing post.